Manufacturer narrative:
The evaluation of the customer issue included a review of the complaint text, abbott field service review, review of service history, a search for similar complaints, and a review of product labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. Replaced the broken pressure regulator assembly (rohs) part number 7-206909-01 and determined the part the likely cause. A service history review for the analyzer revealed no additional issues were reported after replacement of the part. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, ln 03m74 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer stated they were sprayed in the face with water when the tubing connected to the water system disconnected. The customer indicated this occurred upon moving the iarm (automatic reconstitution module) of the architect i2000sr analyzer. The technician was wearing appropriate ppe, including glasses. The customer relayed that there was no contact to eyes, mouth, or mucous membranes. The technician did not seek medical attention. There was no adverse impact to the technician reported.